Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a medical procedure using a neuron max 6f 088 long sheath (neuron max). During the procedure, the tip of a neuron max became broken as it was inserted into a sheath. The procedure was therefore completed using a diagnostic catheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the neuron max distal atraumatic tip was damaged. The neuron max was bent at multiple locations along its length. Conclusions: evaluation of the returned neuron max revealed a damaged distal atraumatic tip. Damage such as this is likely if the packaging mandrel becomes loose from the packaging card. If this occurs while the device is retracted from the packaging, the device may be pinned between the packaging mandrel and the packaging tube. If the device is retracted while pinned, damage such as this may occur. Further evaluation revealed bends at multiple locations along the length of the device. Based on the returned condition and the reported complaint, it is likely the bends are incidental to the reported complaint and may have occurred during packaging for return to penumbra. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.